Event description:
Patient's attorney contacted the manufacturer alleging on or about 2000, hcp and agents from facility with the aid of fluoroscopy inserted the sps into the thoracic and/or lumbar spine area and advanced the electodes to the top of the t6 level. Following the procedure, the patient developed progressive paraplegia with loss of mobility and strength in their lower extremities. MRI scan performed shortly following the procedure demonstrated an extensive and enlarged epidural hematoma spanning t6-12 levels.